Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that an x-ray was taken during the two week post implant interrogation. The x-ray was sent to boston scientific technical services (ts) for review. Upon review ts noted that the tip of the electrode had migrated down and to the left side, significantly away from the superior initial location and the proximal portion also appeared to have migrated laterally from midline. Ts recommended a revision procedure as sensing could be compromised with the current location. The field representative noted that the physician used a two incision technique during implant. Ts further recommended that a third incision will be needed to suture the distal electrode in place. The field representative discussed the recommendations with the physician. A revision procedure will be planned, but is not yet scheduled. The electrode remains in service and no adverse patient effects were reported.